Event description:
Device malfunction: failure to retract - footplate, difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during step#4, the foot could not be returned to the pre-deployment position. The device was removed after manipulating the deployed foot through the access site. Manual compression was applied to achieve hemostasis. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.